Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during pre-inspection of the device, prior to a diagnostic procedure, flickering and image distortion was observed.. The procedure was completed utilizing the same device. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, d9, e4, h2, h4, h6, h11 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was unable to be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, a probable root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.